Event description:
The pt was seen at the implant center for device eval in february 2001. Testing conducted at the center demonstrated their system was no longer functioning. Revision surgery took place in 2/2001. The pt was reimplanted with another clarion device.